Event description:
Event description: groin bleeding; the adverse event (groin bleeding) is associated with the sheath used for vascular access. The sheath used during the procedure was agilis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).